Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that seven (7) years, five (5) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to aortic regurgitation. A 23mm transcatheter valve was implanted and there were no reported complications; the patient was later discharged.